Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The 3 complaint devices was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by the suture, thus confirming this complaint. There is slight tissue debris lodged between the inserter shaft and anchor on all the 3 devices. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending while inserting the anchor into the bone and also the bone quality. Other than this possibility, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate the anchor broke when screwed into the bone. Three additional anchors were used. Three (3) of the four (4) anchors used broke when screwed into the bone. The procedure was completed with like product. Please see also medwatch reports 1221934-2018-50888 and 1221934-2018-50890.